Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm was noted. The motor passed motor test. The pump was unable to verify no delivery alarm due to prime anomaly. The pump was received with scratched display window, cracked display window corner, cracked belt clip slot and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 620 mg/dl. The customer stated that the motor error occurred during basal. The customer stated that the pump gave her a motor error and she started to receive a no delivery alarm. The customer stated that the pump was not exposed to a strong magnetic field or MRI. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump